Event description:
It was reported that after completion of a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the patient underwent a subsequent unplanned procedure. During the initial procedure, the sureform 60 stapler installed with a blue reload experienced a reload blade issue. The issue occurred when some ileum tissue was used to create an ileal conduit after having completed the cystectomy portion. The surgeon indicted that out of five total firings of the sureform 60 stapler instrument, the reload "blade did not run on the 4th firing." The surgeon explained that the stapling was completed but the blade did not cut at all. The surgeon did not notice any defects during the procedure. No error messages were displayed, and the sureform 60 stapler instrument appeared to work fine, other than the stapler reload not cutting. The procedure was completed robotically without any problems. The ileum tissue was not calcified, exposed to radiation or chemotherapy prior the procedure, no tissue tension or bunching. No obstructions were encountered between the instrument jaws. The surgeon did not staple over an existing staple line. The sureform 60 stapler instrument was inspected prior to use and no abnormalities were observed. No buttress material was used. The surgeon did not experience clamping issues prior to firing the stapler reload. The issue did not involve a partial fire nor tissue being pushed forward or dragged during the firing process. The issue also did not involve the stapler instrument jaws opening or releasing during the firing sequence. The reload did not deploy staples unexpectedly. On post-operative day 2, the patient developed a bowel obstruction and the patient's condition deteriorated. The patient was taken back into the operating room where the surgeon took down the ileal conduit created during the initial procedure and inspected it. The surgeon found that the tissue was not cut at all along the staple line that was created during the 4th firing of the sureform 60 stapler instrument, although stapling was completed. Finding this, the end of the ureter was then fixed directly to the abdominal wall and a stoma was created. The patient¿s condition has been stable since the second procedure but is still hospitalized. The patient had not experienced post-operative complications after the second procedure. The patient¿s current status is unknown. The previous stapling issue did not result in un-approximated tissue in the staple line and a staple line leak was not identified. The method of surgery for the reoperation is unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has been received; however, failure analysis evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was completed, and no related system errors were observed. Review of the stapler instrument log showed the instrument was installed on the system five times and fired 5 reloads (5 blue). On installs 1-4, clamping was successful, and firing was completed with no pauses for compressions on each firing. On install 5, there were 5 completed clamp attempts prior to the firing. Each clamp attempt was successfully unclamped before the 5th clamp. Firing was then completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There was nothing abnormal about the fourth firing, and there were no stapler related errors. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted radical cystectomy with ileal conduit procedure, the patient experienced a bowel obstruction on post-operative day #2. During the initial procedure, the sureform 60 stapler installed with a blue reload experienced a reload blade issue. On the 4th firing of the sureform 60 stapler instrument, the reload blade reportedly did not cut. As a result of the post-operative complication, the patient underwent a subsequent surgical procedure and was hospitalized. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
On 01-may-2023, the following additional information was obtained from the failure analysis of the sureform 60 stapler: the sureform 60 stapler instrument has been received and investigations completed. Failure analysis investigations did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system, passing the recognition and engagement tests. The instrument clamped and fired as expected without reload issues, moving intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related customer-related problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 17-apr-2023, the following additional information was obtained about the reported event: the sureform 60 blue reload was received and investigations were completed. Failure analysis investigations did not confirm or replicate the customer reported complaint. The reload had been fired. All pushers of the staples were found at the bed surface of the cartridge. Reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload. No lodged staple was observed within the garage track. Reload knife was disassembled and no damage was observed on the knife edge. Additionally, the reload was returned fully fired. There was no cartridge damage, blade damage, or shuttle damage. All pushers were observed to be deployed and no staples were left within or lodged in the cartridge. Log review confirmed 5 blue reloads were successfully fired during the procedure. All firing torque values appeared normal. There were no errors observed in the logs related to this reload. No problem was detected.

Manufacturer narrative:
Additional information: failure analysis. The surgeon had reported that out of five total firings of the sureform 60 stapler instrument, the reload blade did not run on the 4th firing. One of the five blue reloads was returned associated with the stapler; the other four were received separately. All five blue reloads were returned for evaluation as it was unknown by the customer which one was used during the 4th firing. The test results for the first blue reload received were reported under follow-up #1 (MFR report#: 2955842-2023-12027-01). Failure analysis investigation did not confirm or replicate the reported event. No problem was detected. Follow-up #2 (MFR report# 2955842-2023-12027-02) contains analysis for the sureform 60 stapler instrument. This follow-up #3 addresses failure analysis of the four additional blue reloads received later was completed. Each reload was disassembled in-house for visual inspection. Three of the four returned blue reloads were observed to be fully fired. All three were found to have no pusher, cartridge, or blade damage observed. No product issues were identified. The fourth blue reload was also returned fully fired. Visual inspection noted no pusher or cartridge damage was observed; however, the reload was found to have a damaged blade. This failure is typically associated with mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: the failure analysis results for four additional blue reloads were reported via follow-up #3 (MFR report number: 2955842-2023-12027). It was reported that three of the four returned blue reloads were returned with no identifiable product issues and that the fourth reload was found to have a damaged blade. However, two of the four returned blue reloads were returned with no identifiable product issues, and two were found to have a damaged blade.